Manufacturer narrative:
Supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 04:45 pm CT.the report number is being corrected from: 2183959-2018-61701to: 2183959-2018-60688

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted in (B)(6) 2018 due to infection. A new 18cm x 12mm ipp device was implanted on a later date. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted in (B)(6) 2018 due to infection. A new 18cm x 12mm ipp device was implanted on a later date.